Event description:
MFR. Reference report: 1627487-2019-04306. It was reported that the patient had a system explant on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-04306. It was reported that the patient does not have adequate therapy due to lead migration. Due to this migration, surgical intervention may occur.